Event description:
It was reported that the co2 waveform disappeared from the monitor display without any alarm. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips service delivery manager and technical support specialist (tss) visited the customer site for evaluation. Prior to the visit, an application specialist also visited the site several times to ensure the proper use of the product and its accessories. The engineers tested all microstream modules, conducted calibration, and could not confirm that the mx800 was not generating an inop when the co2 waveform disappears. A review of the configuration data of the monitor system revealed that the default setting of the etco2 parameter's alarm function is "disabled," which was indicated by a symbol. However, the customer stated that the staff is experienced enough to enable this setting during usage. Even though a root cause hasn't been found, the engineers believe this issue to be caused by the staff lack of awareness of alarm function, as every reported case after the onsite visit showed a confirmed inop. An implementation of a guideline in a4 format documentation was provided to the customer to enable precise error analysis in future malfunctions. Results of functional testing indicate no malfunction of the monitor.

Event description:
It was reported that the co2 waveform disappeared from the monitor display without any alarm. It is unknown if the device was in use at time of event, and there was no adverse event reported.